Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 147 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.